Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported they became hypoglycemic with loss of consciousness. The customer was treated with 2 sachets of glucup (glucose) by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported they became hypoglycemic with loss of consciousness. The customer was treated with 2 sachets of glucup (glucose) by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures was observed. No failure modes were observed upon visual inspection of the plug assembly. Visual inspection was performed on the returned sensor tail, no blood watermark was not observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.